Event description:
It was reported that the sys 9900, touch screen would not track properly. It was also reported that the tables vertical motion would not always move on first command from control. There was no adverse pt involvement reported. There was no pt info reported.

Manufacturer narrative:
A ge svc rep performed an on site investigation. The malfunctions were verified. The left hand touch screen was replaced and the power supply ps3 was replaced. The sys was tested and found to be working as intended and placed back into svc.